Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve, white particles in the shell and crease flat. Leak test and microscopic analysis was performed which identified: delamination of valve delamination (approx. 95% of the valve), puncture opening and brown particles in the fill channel. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure). A puncture opening assessed as a surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.